Event description:
It was reported that after a da vinci-assisted gastric bypass procedure, there was a positive leak test and a hole in the staple line on the posterior side of the stomach. The surgeon was performing a leak test at the end of the procedure when the test resulted positive for a leak. A hole, with malformed staples, was found on the last 1 to 1.5cm of the posterior side of the stomach. There were no error messages and there was no bleeding. The hole was over sewn, and an omental patch was also used to repair the defect. The surgeon believes the hole was from a blue reload accessory using a sureform 60 stapler instrument for the gastrojejunal (gj) anastomosis. The procedure was completed robotically and the following day, post operative day 1, a upper gastrointestinal series was performed and was negative for a leak.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There will be no product returned as the stapler and the reload were disposed; therefore, failure analysis cannot be performed. The logs show the sureform 60 stapler instrument (product number: 480460-09, lot number: k17230727-0461), was installed on the system ten times and fired nine reloads (1 white, 6 blue, 2 white, in that order). On installs 1-7, and 9, all clamp attempts were successful and the firings were each completed with no pauses for compression. On the eighth install, a white reload was loaded, however no clamping or firing was attempted. On install ten, the first clamp was successful, and the firing was completed with a pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. .